Manufacturer narrative:
The physician is not alleging a device malfunction contributed to or caused the reported adverse event, and the esophyx device was not returned to endogastric solutions (egs) for evaluation. The physician is alleging the tif procedure contributed to or caused the reported adverse event. This event is reportable due to the patient's reported bleeding which required a medically necessary intervention. The physician believes the patient retching overnight contributed to/caused an anterior fastener site to bleed. Based on the available information received by egs, the cause of the reported incident is likely due to the reported retching post-tif.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure, conducted either laparoscopically or robotically, followed by a transoral incisionless fundoplication (tif) procedure). At least one bougie was used prior to the insertion of the esophyx device to dilate the esophagus. During the tif procedure, "normal" bleeding was noted by the physician, and two tamponades were used to control the noted bleeding. The patient returned to the medical facility and was diagnosed with a "big bleed". The patient was kept overnight, and the patient reportedly retched through the night. Epinephrine was administered and the bleeding site was cauterized. As of (B)(6) 2023, the patient was discharged and is reportedly doing well.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.7 history updated to include hiatal hernia gerd d6a - implant date added updated g code to 788 replaced d code to include 67 h.8 updated to reflect [x] initial use.

Manufacturer narrative:
Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, 3331, and 4111. Updating investigation findings (c) to only include: 3221. Updating investigation conclusions (d) to only include: 4315.